Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets during pulse delivery) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the negative lead of c19 capacitor has a broken solder joint causing q2 to be damaged on the defibrillator pca. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.